Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0m7c4, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The device worked for the first two weeks after implant, but after that it did not work for the patient and she was incontinent. She had gone nine times already on the day of the report. She tried every program and nothing was working. The patient¿s healthcare provider (hcp) redirected her to the manufacturer for assistance. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.